Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device problem code a150103 captures the reportable investigation result of clip premature deployment with anatomical location of esophagus. Block h11: the returned mantis clip was analyzed. The device was returned with the clip assembly detached, showing signs of premature deployment as the yoke remained attached to the control wire; one arm was activated while the other was bent, confirmed by microscopic inspection, and media review included an image of the clip assembly in this condition. No other problems with the device were noted. Upon analysis, the conclusion was reached that the clip arm bending was likely caused by procedural and handling-related factors, such as a high axial asymmetric load applied to one arm; evidence indicates that one arm was activated while the other was bent, contributing to the deformation. It is probable that the customer attempted to grasp more tissue than the clip could accommodate, which may have deformed the distal section of the clip arm and impaired proper jaw closure. The device was found with the yoke still attached, indicating clear evidence of premature deployment; this supports the hypothesis that a high axial asymmetric load applied to one clip arm not only caused the arm to bend but also likely triggered premature deployment. The presence of the yoke suggests that the deployment mechanism was activated under abnormal stress conditions, consistent with excessive force or misalignment during tissue grasping. With all available information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the esophagus during an upper gastrointestinal endoscopy, esophageal stent placement procedure. The exact procedure date was unknown. During the procedure, the clip was broken with a snapping sound. The procedure was completed with a non-boston scientific product. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the device has evidence of premature deployment. Please see block h11 for full investigation details.